Manufacturer narrative:
Complaint no: (B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and power on self-test were performed. During the visual inspection it was identified that there was a damaged power cord. The cause of the damage is unknown. The power cord was replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged power cord. No additional information is available.